Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.5, lab: 2.9. Tests done two hours apart, venous at the lab. Therapeutic range is 2.0-3.0.